Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator (ins) used for failed back surgery syndrome and chronic low back pain, spinal pain. It was reported patient had ins replacement due to normal battery depletion; however, ins removed a few months later, said her body rejected it. No further complication and events were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. When asked the circumstance that led to removing ins after a few months later, patient stated after the battery removed, wire started sticking out of t he same area. It was unknown the current status of the ins, the one had been removed. No further complication and events were reported.